Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the bronchial air leakage was detected when the double-lumen bronchus was used. There was no patient involvement.